Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a piece of suspected septal tissue was visualized. A left atrial appendage (laa) closure procedure was being performed. A transeptal puncture was performed and a watchman access system (was) was inserted into the patient. A 24mm watchman laa closure device and delivery system (wds) was inserted into the was and deployed. They performed contrast injections and noticed "a little flicker" on the septal side on the right atrium. This was suspected to be septal tissue and it was not noted during the baseline echocardiogram. The closure device was released and the wds was removed. As the physician removed the was, he simultaneously aspirated and believed he aspirated the suspected tissue into the was because they could no longer visualize it through echocardiogram. There were no patient complications and the patient's status is fine.